Event description:
The pt was revised, due to poly wear of the insert and instability.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after 25 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is discontinued item. Depuy considers the investigation closed. Should additional info be received, the investigation can be reopened.